Manufacturer narrative:
If implanted; give date: not applicable as the lens was not fully inserted. If explanted; give date: not applicable as the lens was not fully inserted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a haptic broke off from an ar40m intraocular lens (iol) during insertion (in the middle of the procedure); therefore, another iol was inserted. The incision was slightly enlarged. No sutures were required. The lens was cut in half to remove it from the eye. There was not an additional surgical procedure scheduled. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: the right eye was involved in the event. Replacement lens: was another ar40m +1.5 diopter lens. Device evaluation: only approximately half of the lens and a cartridge were returned. There is no haptic attached to the portion of the lens returned. Visual inspection at 10x microscope magnification was performed. Residues of what appears to be ophthalmic viscoelastics (ovds) were observed on the cartridge. A haptic is adhered to the cartridge loading zone. The reported device problem code of haptic detached was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.